Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that patient with this implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on non-boston scientific right ventricular (rv) channel. The patient was seen in clinic for rv lead check. The rv lead impedance measurements had been around 2500 to 2700 ohms recently. Upon review of the data, it looked like it could be rv lead integrity issue. This device and non-boston scientific lead remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that that patient with this implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on non-boston scientific right ventricular (rv) channel. The patient was seen in clinic for rv lead check. The rv lead impedance measurements had been around 2500 to 2700 ohms recently. Upon review of the data, it looked like it could be rv lead integrity issue. This device and non-boston scientific lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that patient with this implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on non-boston scientific right ventricular (rv) channel. The patient was seen in clinic for rv lead check. The rv lead impedance measurements had been around 2500 to 2700 ohms recently. Upon review of the data, it looked like it could be rv lead integrity issue. This device and non-boston scientific lead remains in service. No adverse patient effects were reported.